Event description:
Reportable based on device analysis completed on 29feb2024. It was reported that that the coil was stretched and prematurely deployed. The stenosed target lesion was located in the abdominal aorta. A 20mm x 40cm interlock-35 coil was selected for endovascular isolation of abdominal aorta with stent. During the procedure, it was noted that the buckle fell off in advance in the catheter. During delivery, resistance was found to be large, so the physician withdrew the coil and advanced it again. After multiple operations, it was found that the coil had been stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed a detached arm coil.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed and it was observed that only the main coil was returned. It was observed that the main coil was bent/kinked and stretched at the coil arm and all primary coil section. Also, the arm coil was detached. The functional inspection of the device could not be performed due to only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.